Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A philips clinical solution implementation consultant (csic) was on a call to take a look at alarms being sent to careevent phones, and the customer believes alarms sent to the phone are not loud enough. The patient was on a telemetry device which had a low battery. Per the customer there was a weak/low battery notification, yet it was inaudible. Customer is inquiring as to whether notification levels can be changed in careevent. The device was in clinical use; there was a patient death reported.

Manufacturer narrative:
Multiple efforts were made to obtain additional information regarding the incident, but the customer did not respond. Attempts were unsuccessful. A clinical assessment was performed and insufficient information to determine whether the device was related to the reported event as careevent is typically a tertiary notification method beyond a bedside monitor and central station. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.